Event description:
It was reported during a thyroidectomy procedure, the tissue pad was melting. Another device was used to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
Date sent: 06/10/2008. Info anticipated, but unavailable at this time.